Event description:
End user called in to sunrise medical (us) llc (B)(6) 2010 and spoke to a customer service rep. End user alleges on (B)(6) 2010 when he was outside his home he lost his balance and fell out of his wheelchair. He claims he broke a few ribs and was taken to the hospital. End user did not provide any medical information in regards to his alleged injuries. End user did not provide any dates or details of the alleged medical treatment he rec'd. End user stated that he requested the dealer to remove his arm rests last year. End user now is requesting his arm rests put back on his chair for more support.

Manufacturer narrative:
The investigation determined the products worked within specification and no malfunction could be identified in the provided data. The investigation of the quality control database showed all provided results were within the specified ranges. The provided instrument and calibration databases did not show any performance issues and the calibration signal was clearly within the specified calibration ranges. No adverse events were reported.

Manufacturer narrative:
This event occurred in the (B)(6).

Event description:
The user received questionable glucose results when the same patient samples were tested on the omni b221 blood gas analyzer, an inform ii meter serial number (B)(4) and a modular analyzer. Of the data provided, the results for one sample were discrepant. The result from the b221 analyzer was 3.3 mmol/l, result from the inform meter was 2.4 mmol/l and the result from the modular analyzer was 2.5 mmol/l. No adverse events were alleged regarding the discrepancies.